Event description:
The customer reported the system displayed an x-ray disabled error message followed by the loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin in the interconnect cable was repaired. The system was then found to be operating as intended.